Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 grade functional tricuspid regurgitation (tr) and thin leaflets, and an enlarged atrium for a triclip procedure. The first triclip xtw was implanted on a2/p2 (anterior 2 and posterior 2 leaflet segments). The tr grade reduced to 2-3. After deployment it was noted that the tip of the clip tilted towards the septum. The physician then decided to implant a second clip. A second triclip xtw was placed on the posterior and septum leaflet segments. Both leaflets were successfully captured, and the clip arms were closed. The tr had been reduced to 2. It was unclear if the clip orientation was adequate, so the clip was opened for re-positioning per instructions for use. There was no malfunction reported against the second clip. At that moment a single device leaflet attachment (slda) was observed with the first clip. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Reportedly, there was no clip-clip contact. The second clip was implanted, reducing the tr to grade 1-2. Per the physician the slda was due to the patient's anterior and posterior leaflet commissure and the enlarged atrium.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported migration and subsequent slda appear to be related to patient morphology/pathology due to the patient's anterior and posterior leaflet commissure and the enlarged atrium. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 grade functional tricuspid regurgitation (tr) and thin leaflets, and an enlarged atrium for a triclip procedure. The first triclip xtw (tcds0307-xtw, lot 50218r1072) was implanted on a2/p2 (anterior 2 and posterior 2 leaflet segments). The tr grade reduced to 2-3. After deployment it was noted that the tip of the clip tilted towards the septum. The physician then decided to implant a second clip. A second triclip xtw (50218r1069) was placed on the posterior and septal leaflet segments. Both leaflets were successfully captured, and the clip arms were closed. The tr had been reduced to 2. It was unclear if the clip orientation was adequate, so the clip was opened for re-positioning per instructions for use. There was no malfunction reported against the second clip. At that moment a single device leaflet attachment (slda) was observed with the first clip. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Reportedly, there was no clip-clip contact. The second clip was implanted, reducing the tr to grade 1-2. Per the physician the slda was due to the patient's anterior and posterior leaflet commissure and the enlarged atrium. On (B)(6) 2025 an slda was observed with the second clip. The clip detached from the septal leaflet and remained attached to the posterior leaflet. The tr grade increased to grade 4.